Event description:
It was reported that the patient presented for a follow up check-up at the hospital. It was noted that the pacemaker entered backup mode due to patient 's long-term use of magnetic therapy apparatus. Programming changes were made, and the pacemaker was restored to normal mode. There were no patient consequences.